Manufacturer narrative:
(B)(4).

Event description:
The prior pump was routinely replaced and a proximal catheter revision kit was used when implanting the new pump. It was noted that the replacement procedure was done according to standard procedures. Following the procure, the pt experienced withdrawal type symptoms including return of spasticity, itching, and her left arm was still stiff. The pump logs were checked and found to be "okay". The physician prescribed and gave her a 25 ug bolus and bumped her daily dose up from 230 ug/day to 250 ug/day. A dye study was done and showed a pool of contrast in the pocket site, as well as at the tip of catheter. The pt was taken back to surgery for a proximal catheter revision on (B)(6) 2011. Following the revision, "all is well with patient". The device system was used to deliver baclofen.